Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results that one pce60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, the device was fired the first time with no issue. The second cartridge could not be loaded into the stapler. Another device was used to complete the procedure. There was no patient consequence.